Manufacturer narrative:
Analysis was able to confirm the customer comment that the output connector assembly and hanger assembly were broken. It was noted that the keypad was scratched, encoder assembly and four knobs were contaminated, display wire was pinched, and label was scratched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector port and a broken IV hanger. The epg was returned for repair. There was no patient involvement.